Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The cause is unknown. Treatment and outcome were not reported. Additional information was requested, but is not available at this time.